Event description:
Caller alleged discrepant low inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 0.9 and 2.1. The time between testing was two (2) minutes. Reportedly, patient is only concerned with inratio 0.9 result. Therapeutic range 2.0 - 3.0 for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. Customer did not provide a lab reference value for comparison. Unable to determine the accuracy of the inratio results without this information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.